Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. The primary analysis finding noted no anomalies were found. The lead insulation had cosmetic (in-vivo) outer insulation depression. The proximal conductor was not obstructed by blood. The distal conductor was obstructed by blood. The lead cable/coil conductor was obstructed at the lv1/distal with stylet/guidewire being stuck in lumen. The lead was returned with the stylet stuck in the lumen of the lead. The stylet could not be removed from the lead. Distal conductor continuity testing was performed using visual analysis after destructive analysis was performed. No other anomalies were observed regarding the lead.

Event description:
It was reported that the right atrial (ra) lead had high impedance, high threshold, noise, and oversensing. The ra lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant continued: (B)(4) implantable tachy lead (B)(6) 2012; (B)(4) implantable pacing lead (B)(6) 2012. (B)(4).